Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days post implant the patient reported a low heart rate. It was further reported that the patient¿s heart rate was dropping below the lower programmed rate of the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the low heart rates reported were due to an inaccurate blood pressure cuff and premature ventricular contractions (pvc).